Event description:
It was reported that a malfunction code 16 occurred. There was no adverse impact on the customer's blood glucose level. Customer was instructed to use the current pump as backup therapy, while a replacement pump was arranged by technical support.